Event description:
It was reported that the left ventricular (lv) lead was capped due to positional diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, (B)(6) 2008; 5076-45 lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4)